Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable as replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system intermittently would not boot up. There is no report of injury or death associate with the event described in this complaint.